Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video revealed the reported leak at the upper dialysate port. A mechanical shock during transportation is the likely cause of the damage and resulting leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.